Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to suspected premature battery depletion. No patient complications have been reported as a result of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to suspected premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). The device was returned, analyzed and analysis of the device found an unspecified current leakage condition in the ceramic capacitors. The device met 60% of the expected longevity. Performance data received from the device was analyzed and revealed that battery depletion (eri) was indicated on (B)(6) 2012. Failed alert transmissions pa occurred on (B)(6) 2012. Additional alerts occurred on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitants continued: 5076 implantable pacing lead 2008 (B)(6). For use by user facility/importer(devices only). (B)(4).